Event description:
A journal article noted that during a hemodialysis treatment, the patient experienced a thrombocytopenic event using an optiflux dialyzer (type unknown). The patient's pre treatment platelet count was 179 and the post treatment platelet count was 64. Upon changing the dialyzer to the rexeed sx electron beam dialyzer, the patient's post treatment platelet count was 182.

Manufacturer narrative:
American journal of kidney disease.